Event description:
It was reported that the user experienced signal loss between a freestyle libre 3+ sensor and connected devices, followed by an inability to scan and subsequent recognition that the prior sensor session had ended, after which the user started a new sensor that paired successfully and began warming up. Symptoms included a reported low glucose; the user declined confirmatory fingerstick testing. Outcomes included temporary loss of glucose data until the new sensor initiated.

Manufacturer narrative:
Investigation included user education and troubleshooting steps such as removing the phone case, restarting the phone, and reattempting scanning. Investigation of this case revealed that the original sensor was expired and was replaced with a new sensor, restoring connectivity and data acquisition. It was concluded that the event was attributable to an expired sensor leading to signal loss and failed scanning, resolved by sensor replacement and standard troubleshooting.